Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00x12mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during introduction, the shaft was broken and had to pull the device out. The procedure was completed using another 3.00x12mm promus premier¿ stent. No patient complications were reported.